Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown ¿ but reportedly occurred on/around (B)(6) 2015. Dates of original implant and revision/explant procedure are unknown. Manufacturing investigation evaluation: the date of implantation and the reason of implantation of the broad locking compression plate (lcp) is unknown. According to the device report, the breakage of the lcp occurred on (B)(6) 2015. No further information was available. There was no report with respect to the aftercare of the patient. No x-ray images were provided. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one-sided). Constant alternating load cycles (during movement) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the locking compression plate. The plate could not resist the applied force, which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the plate broke inside the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.